Event description:
During a device change out for eri, the physician noted a decrease in rv lead impedance. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.